Event description:
Account reported "at least a dozen or better" incidents in anesthesia in which device "leaked at y-junction." Incidents occurring during priming or "during pushing of drugs... This disturbing." No patient injuries reported and per account, "I don't think any patient injuries will result because of this...but potential."

Manufacturer narrative:
Customer returned 2 used samples. Each sample was pressure tested underwater with 8 psi of air and leakage was noted at the y-site/tubing juncion due to an insufficient solvent seal. Actions have been implemented which allow for a greater interference fit between the microbore tubing, bushing and solvent bond ports of the interlink y-site.